Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not hear the alarm and the insulin pump took longer to rewind. The customer's blood glucose level was unknown at the time of the incident. It was reported that the alarm does not sound alert when reservoir or battery was low, the alarm may just not be as loud. The device will not be returned for analysis.